Event description:
It was reported that an asymptomatic patient's right ventricular lead had a non-sustained oversensing alert, which revealed intermittent ventricular non-capture. Programming changes were made, and the patient was stable throughout the procedure.